Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer inquired via phone call on the meaning of fill cannula and the units showing on insulin pump. Customer was educated on fill cannula. Customer's blood glucose was over 400 mg/dl. Customer visited her healthcare professional who made adjustments to rates. Customer's blood glucose stabilized to 140 mg/dl.